Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement 8pack battery kits and 1 6pack battery kit were shipped to site 05/23/2016. These suspect parts were discarded at the site and will not be returned to manufacturer for analysis. Return requested. Replacement battery charger 1 shipped to site 05/23/2016. Suspect battery charger 1 returned to manufacturer for analysis on 06/03/2016 and is under analysis. On 05/24/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Found one bank of batteries bad and charger board 1 pins 15 and 16 putting out 8vdc. Changed all batteries and charger pcb. Imaging system is up and running properly. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a planned maintenance (pm) it was noted that a bank of batteries were dead and needed replaced. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of suspect battery charger 1 finds that the reported issue was confirmed to be caused by an electrical failure. During bench testing it was noted outputs were within the inspection parameters for all channels except channel a. Channel a outputs are oscillating 0l vdc on voltmeter, and led d3a is blinking. Sense voltage is also oscillating 0l vdc on meter. Faulty channel a on battery charger 1 board.